Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:21jan2021; b4:22jan2021. The manufacturer¿s international service technician confirmed the reported issue. The blower made a loud noise. The manufacturer¿s international service technician replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 18dec2020.

Event description:
The customer reported ventilator/fan won't start. There was no patient involvement.